Event description:
On (B)(6) 2012, the patient reported that the okay button had a delayed response when he pressed it. The patient said that the button was sometimes pressed multiple times in order to achieve the desired response. The issue was said to have begun about 2 months prior to the contact. The patient reported that use of the pump continues and blood glucose was 110mg/dl at the time of the call. There was no adverse event reported. This complaint is being reported because the keypad button issue could not be resolved at the time of the contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.